Event description:
It was reported that the pump would not power on and exhibited a possible software issue as was unable to verify software. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed non-(original equipment manufacturer) (OEM) top case, battery, supercap on main board and power cord were identified. The original battery was also received in plastic bag with sticker saying defective. There was fluid ingression present all over the interconnect board. The bottom case tabs were broken, and the alternating current (ac) receptacle was missing. A review of the event history log identified firmware mismatch. During functional testing the reported issue was duplicated. The interconnect j9 cable was disconnected from the main board and the interconnect board was no longer operational due to fluid ingression. The root cause of the issue was related to user interface. Plugged the j9 cable into main board and secured it with glue. Replaced the interconnect board. Performed power up process, preventative maintenance and all functional tests which passed.